Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube spring. The pump was unable to confirm low battery alert and unable to perform any tests due to blank display. The pump was received with cracked battery tube thread, broken reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, severely scratched display window, and corroded battery tube. (B)(4).

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was 199 mg/dl. The customer stated that she changed her battery due to low battery. The customer looked inside the battery compartment and it was corroded. The customer stated that there is a crack on the reservoir compartment. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.